Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields concomitant medical products and device evaluated by MFR were updated.

Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter experienced an issue with the display of the coaguchek xs meter that could affect the interpretation of results from the meter memory. The initial reporter alleged that they could not see an inr result in the meter's memory. The customer stated that they could see all of the segments in the three "8s" on the meter display. The customer stated that they could not clearly see the result for today and could not read the first digit for the inr result. The customer could see the decimal point and a "6" following the decimal point. The customer could also see the letters inr. The customer was not unable to report the result to their physician since they could not read the first digit. There were no incorrect results reported to a physician.